Event description:
It was reported there was high impedance of 7,200 ohms on any bipolar pair in combination with the ¿3¿ electrode. The device was not implanted as a result. It was removed and they re-established a connection with the twist lock screening cable several times. They loosened the depth stop screw to decrease any additional pressure on the lead. It was titrated to 3.0 volts when the lead impedance was taken. The issue was resolved and the cause of the issue was not determined. There were no patient symptoms and their status at the time of report was alive with no injury. Additional information received reported the patient was doing well during his recover from the surgery. They had not had initial programming yet.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4). Analysis of the lead (lot # va0kcf8) found no anomaly.